Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection identified no device issues however microscopic analysis found blood in the balloon leading to an inflation test. A leak occurred and the outer lumen was found torn at three locations, respectively at 6.5cm, 12.5cm, and 15.4cm from the device's distal tip.

Event description:
Reportable based on the device analysis completed on 24oct2025. It was reported that the device could not cross the lesion. The 75% stenosed lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment; however, the device could not cross the lesion. The procedure was completed with a different device and there were no patient complications. However, device analysis identified a tear near the distal tip.

Manufacturer narrative:
E1 - initial reporter first name added. Device evaluated by MFR: the device was returned for analysis. Visual inspection identified no device issues however microscopic analysis found blood in the balloon leading to an inflation test. A leak occurred and the outer lumen was found torn at three locations, respectively at 6.5cm, 12.5cm, and 15.4cm from the device's distal tip.

Event description:
Reportable based on the device analysis completed on 24oct2025. It was reported that the device could not cross the lesion. The 75% stenosed lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment; however, the device could not cross the lesion. The procedure was completed with a different device and there were no patient complications. However, device analysis identified a tear near the distal tip.